Manufacturer narrative:
Approximate age of device (age of device: 1 year, 10 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was admitted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for a unknown bleed. The patient received 3 units of packed red blood cells for anemia. The patient was given warfarin at the time of the event. No additional information was received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.